Manufacturer narrative:
Follow-up received on 09-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain complaints starting 2 weeks after essure (fallopian tube occlusion insert) insertion. She was submitted to a surgery with removal of essure devices and recovered from the event. Pain is a listed event according to essure's reference safety information. During and after essure insertion, pelvic and abdominal pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Additionally, she recovered with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was received via media broadcast.

Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer in (B)(6) via broadcast on (B)(6)-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date for sterilization. The consumer had to deal with pain complaints, mood swings and forgetfulness after the sterilization. On the first 2 weeks there was not much going on and then the complaints came. Her gynecologist did not consider the events related to essure and did not take her serious. Essure was removed and almost immediately after the surgery the consumer recovered from the pain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain complaints starting 2 weeks after essure (fallopian tube occlusion insert) insertion. She was submitted to a surgery with removal of essure devices and recovered from the event. Pain is a listed event according to essure's reference safety information. During and after essure insertion, pelvic and abdominal pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Additionally, she recovered with device removal. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was received via media broadcast.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.